Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
Unit received with unresponsive act button due to corroded keypad traces. No button error alarms noted. Unable to perform rewind, basic occlusion test, occlusion test, prime, excessive no delivery test or displacement test due to keypad anomaly. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 400 mg/dl. The customer's high blood glucose was treated with the insulin pump. The customer states that they were in the peruvian tropical jungle in a boat. The customer was unable to continue troubleshooting. Advised to revert to their back-up plan. Nothing further reported.